Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, two devices were used. One device did not work anymore. The probe of another device ruptured in last half of the procedure. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The two devices were arrived for investigation. This is the report on the second one of the two devices. The probe had a crack at 15.5 mm from the distal end. There was a mark at the cracked portion which came in contact with the non-insulated area of grasping section and was abraded against it. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. As a result of evaluation, omsc concluded that the reported event was not reportable event.